Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to a very high transvalvular gradient. Based on the follow-up with the health-care, it was noted the explant at implant was not related to any device malfunction. Per the op report, the valve was seated and the sutures were securely tied. The annulus was inspected and found that the valve was well seated. The patient was weaned from cardiopulmonary bypass without inotropic support. Tee was performed and demonstrated no evidence of perivalvular leak; however the surgeon was concerned about an ongoing high transvalvular gradient. The patient's peak transvalvular gradient was 120 mmhg preoperatively. At this time, after valve replacement, it was down to 65 to 70. On this echocardiogram, there was also evidence of at least moderate to severe mitral insufficiency. It was felt that the aortic valve, that was placed, presented a patient prosthesis mismatch and would not be a good long-term solution for the patient. It was also felt that it may have been contributing to the moderate severe mitral insufficiency. The patient was returned to cardiopulmonary bypass. It was noted that the valve was well seated, and there was no impingement upon the mitral anterior leaflet. It was unclear as to why there was mitral insufficiency. After the explant, the surgeon dissected around and mobilized the left and right coronary buttons. The surgeon sized the valve and felt that a 19 mm would be a suitable fit; however, the surgeon elected to use a 21 mm as it would fit as well. Sutures were brought up to the sewing room of the valve, and were tied down securely over a felt stripe and then, reinforced with bioglue. The patient was then weaned from cardiopulmonary bypass. Tee was repeated and the transvalvular gradient in the aortic position was now approximately 35 mmhg, which is a peak gradient. Unfortunately, the mitral insufficiency was still moderately severe. The surgeon did not intervene in the mitral valve at this time due to the fact the it would likely improve with using a bioprosthesis with a better transvalvular gradient. The surgeon elected to follow the patient clinically and see if the mitral insufficiency improved with time.

Manufacturer narrative:
(B)(4) = high transvalvular gradient. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of a "high transvalvular gradient" cannot be confirmed, per the operative report, "the surgeon felt that the aortic valve, that was placed, presented a patient prosthesis mismatch and would not be a good long-term solution for the patient". No further actions are possible with the available information.